Event description:
It was reported that the pump's housing and usb port were damaged, impacting the customer's ability to charge the pump and causing it to shut down. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.